Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 26.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fracture on the catheter's proximal shaft. This damage was likely a result of mishandling during preparation for the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a velocity delivery microcatheter (velocity) snapped into two pieces about six inches distal to the hub while being advancing into a penumbra system ace 68 reperfusion catheter (ace68) on the back table. The damage to the velocity occurred prior to use, and therefore it was not used in the procedure. The procedure was completed using a new velocity and the same ace68.